Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. The device passed the photographic imaging inspection. System lock obtained only at certain spacing after temperature exposure. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The internal hybrid visual inspection revealed non- conductive epoxy encroachment on an electrical component as well as on the kovar tab. The reported complaint of no lock was confirmed during the analysis of this device. A significant drop in signal strength as well as elevated resistance was measured across an electrical component joint, which is believed to be related to the loss of lock. An internal action was implemented. This is the final report.

Event description:
The recipient reportedly experienced intermittent lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted.